Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The caller stated that the device was in pieces. The case of the device and the screen were cracked and the wires were out. The customer's blood glucose was 187 mg/dl. The caller stated that the insulin pump was dropped. The caller stated that the customer was in the hospital for non-diabetes related event. The discontinuation of the device was advised. Nothing further was reported.